Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump, lot number 10456509, and the reported events and subsequent patient outcome could not conclusively be determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for centrimag blood pump, lot number 10456509, (l08253-la2) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag vad instructions for use (IFU) (rev. C) is currently available. The IFU lists bleeding and death as an adverse event that may be associated with the centrimag circulatory support system. This IFU provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that after the pump was implanted, the flow dropped suddenly to 0 liters per minute (lpm). There was no change in power. When the flows stopped, the patient's blood pressure (bp) and mean arterial pressure (map decreased along with peripheral arterial oxygen saturation (sp02). A pump exchange was required. Although the cause of the low flow alarms was not confirmed, the low flow alarms resolved with pump exchange and volume resuscitation. On (B)(6) 2024, the patient was decannulated from the peripheral va ECMO. After the impella rp was in place, a chest tube was placed in the operating room. The patient returned to the unit and required multiple vasopressors and inotrope support. Shortly after the patient arrived back to the unit, a post operational chest x-ray was performed. The chest x-ray revealed near complete whiteout of left lung with mediastinal left shift. A bedside bronchoscopy was performed. At 18:20 on (B)(6) 2024, shortly after the bronchoscopy, the nursing staff reported a drop in hemoglobin (hgb) to 8.5 and received orders to transfuse one-unit packed red blood cells (prbc). There were large amounts of chest tube output at this time. 15 minutes later, the lvad flows were down to 1 lpm and decreased impella flows were down to 2.5 lpm. The mean arterial pressure (map) at this time was 20s-30s. Multiple blood products were ordered, the lvad flows returned to near normal once volume was administered to the patient. The patient required multiple blood product transfusions overnight on (B)(6) 2024 into the morning of (B)(6) 2024. The pressor support and inotrope support were continued. On (B)(6) 2024 at about 03:00, 2 chest tubes were placed at bedside due to right sided hemothorax. The patient was bleeding and had poor support from rp flex. The rp flex was removed at bedside and a percutaneous rvad with a spectrum cannula and a centrimag with oxygenator was placed. Adequate flows were initiated with rvad, but the patient was still bleeding from chest tubes. Near constant blood product administration was given in attempt to maintain flow and map. The care team discussed with family regarding poor prognosis and the patient's family requested to place patient on comfort measures. On (B)(6) 2024, the patient passed away after the devices were stopped. The cause of death was right ventricular (rv) failure. It was reported that mild right ventricular (rv) failure existed pre-left ventricular assist device (lvad) implant but the patient experienced worsening rv failure at the time of the event. A device related issue did not cause or contribute to right heart failure.